Event description:
It was reported that during a band adjustment, the surgeon could inject but not withdraw the fluid. The surgeon attempted twice to fill but could not remove fluid. Fluoroscopy was used and determined that there was an obstruction. The pt was brought into surgery to relieve the pressure in the band. No kinks in tubing were visually observed. The surgeon unlocked and removed the port and he was able to inject and withdrawal fluid. When the same port was locked into place, it did not work. The port was replaced. There were no other reported complications.

Manufacturer narrative:
Info anticipated, but unavailable at this time.